Manufacturer narrative:
Device evaluation: the complaint issue was described as missing connection pins inside the camera port and discovered when the image started flickering during a case. The customer's complaint was verified. There were several broken spring fingers in the camera receptacle. A visual inspection confirmed the broken spring finger pins. This will require a camera receptacle replacement. A functional test was unable to identify any issues with image quality or stability. A visual inspection of the camera receptacle observed worn pins and debris. Since the camera receptacle is not replaceable at ksus goleta, a motherboard replacement is highly recommended to ensure a reliable electrical gold-on-gold connection between ccu and camera. The customer's broken ground pins complaint was confirmed and will require a receptacle replacement, but no issues related to image quality or image capture were encountered. Note: the customer should inspect the camera card edge for corresponding wear/damage. The cause of the issue was determined as unable to duplicate the flickering image complaint, but grounding spring fingers pins were damaged due to normal wear and tear. The camera receptacle is worn. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "missing connection pins inside camera port. Discovered when image started flickering during a case. No patient harm. Case was able to be finished." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).